Event description:
A nurse called to report that the customer was hospitalized with dka. The nurse wanted to have the pump tested to make sure it is working properly. Troubleshooting was performed. The pump passed the functional testing. The contact indicated that at the time of their hospitalization the customer was using the thigh for a insertion site. The nurse stated that the thigh has hypertrophy and may no longer use the thigh for insertion. The alarm history revealed two different alarms, which the customer's mother informed, happened when the customer was disconnected from the pump. The time, date, and basal rates had been reset. Later the nurse called back to report getting other alarms.